Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a heart transplant. Whether the outcome was device or therapy related was not provided by customer. Other information was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , did not reveal any findings that would have contributed to a functional issue. It was reported that the patient received a heart transplant. No device related issues were reported. It was not provided whether the transplant was device or device therapy related. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. Mlp-021995 was returned assembled with the pump cable cut approximately 6¿ from the pump header. The distal portion of the pump cable, and the modular cable were not returned. Approximately 7¿ of the sealed outflow graft was returned. Approximately 3¿ of the bend relief was returned. The apical cuff was returned, properly engaged with the cuff lock. Evaluation of the sealed inflow and outflow conduits was unremarkable and revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.